Event description:
Customer reports that collimator closed down and system locked up. Reboot needed to proceed with case. System worked normally following reboot.

Manufacturer narrative:
The service rep could not reproduce symptom. Reloaded system software and cal files. Tested - system working normally.